Event description:
It was reported that during a laparoscopic cholecystectomy procedure, clips fell out of instrument, could be removed. Procedure was completed with same like device. No further information is available. No device will be returning. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.